Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., d.7., g.3.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on posterior. Leak test and microscopic analysis was performed which identified: opening crease sharp, yellow particles in the shell and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.